Event description:
The physician inflated the angiosculpt device 5-6 times. During the last inflation, the balloon did not fully inflate. The balloon only inflated in the center of the balloon about the width of a dime to a perfect size of rectangle. During retraction, the device got stuck on the guide wire. The guide wire and the spider embolic protection device were removed as a unit. No injury to the access site. After removal, it was observed that the scoring element was not wrapped around the guide wire. No separation occurred. The physician rewired the lesion and inserted a 5 x 40 mm angiosculpt device to complete the procedure.

Manufacturer narrative:
The patient information is unknown. Attempts to obtain the information have not been successful. The angiosculpt device got stuck on the guide wire. The physician removed the device and the spider embolic protection device as a unit. The physician rewired the lesion and inserted a new angiosculpt device to complete the procedure, resulting in prolongation of the case. The last inflation pressure was not provided by the hospital. It is unknown if the device leaked above the rbp of 14 atm. As a conservative measure, it is also being submitted for a product problem. The angiosculpt device was returned intact to the 0.014, guide wire. Visual examination found an inverted balloon and an elevated scoring element with the proximal marker band located at the balloon taper. The transition tubing appeared wrinkled and the distal shaft was necked. During functional testing, the balloon was inflated to 2 atm and the balloon appeared normal but a pinhole leak was observed in the middle section of the balloon. The guide wire was removed and reinserted without any issues. The evidence observed during lab analysis suggests that the device experienced excessive exertion of force applied by the user.